Event description:
This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and h4. The information included in b5 and h4 was inadvertently omitted from the initial medwatch report. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The b30 error was not confirmed during the device evaluation. However, based on the results of the investigation, it¿s likely the temporary error occurred due to a communication failure caused by foreign material or moisture at the electrical junction. The final root cause of this event was unable to be identified olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source displayed a b30, e315, and e216 errors. The event occurred during preparation for use, prior to a diagnostic operation. The procedure was cancelled; however, no medical intervention required. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.